Event description:
Same patient as: 2134265-2010-02328, 2134265-2010-04245, 2134265-2010-04151. It was reported that post a stenting treatment procedure, a patient death occurred. Lesions were located in the left circumflex artery to the first obtuse marginal artery and the right coronary artery. A greater than 75% stenosed lesion was located in a non-calcified and tortuous proximal left circumflex artery. As the physician was attempting to pull the 182cm luge guidewire into a q-curve guide catheter, it was noted that the end of the wire had appeared to loop back on itself. The physician felt a slight catch and approximately 40mm of the distal portion of the luge guidewire sheared off in the proximal left circumflex artery into the left main artery. A snare was used in an attempt to remove the fractured wire, but was unsuccessful. A 3.0x20mm veriflex stent was then deployed in the left circumflex artery to cover the wire. Three additional stents were also placed in the procedure; a 2.75x16mm taxus liberte' stent was placed in the right coronary artery, a 2.5x12mm taxus liberte' stent was placed in the distal left circumflex artery, and a 3.0x16mm taxus liberte' stent was placed in the first obtuse marginal artery. It is unknown if the stents in the left circumflex artery to first obtuse marginal artery were overlapping, but they were noted to be in close proximity. No further patient complications were reported. Patient's status was listed as okay. Four months post procedure, the patient expired. An autopsy found thrombus in the left circumflex artery in the proximity of the veriflex stent. No thrombus was noted in the right coronary artery. The patient was prescribed effient, but it is unknown if the patient was compliant with their medication at the time of their death.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)